Event description:
It was reported that during installation, the gastrointestinal videoscope had blurry image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image had blackout. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the customer reported malfunction is not detected and for the investigation finding is ultrasound plug unit was not good. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.